Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to: ustomer¿s complaint of multiple finger sticks trying to obtain a blood glucose result due to an e-5 error. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue. No medical intervention related to diabetes and use of our product since last call.

Event description:
Consumer reported complaint for error messages (e-0 and e-5). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated that she has stuck herself over 30 times already. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/31/2022 and open vial date is two weeks prior to call.

Manufacturer narrative:
Sections with additional information as of 05-oct-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and strips were returned for investigation. Product testing was performed. Defect found on rev 4. Returned meter - e-0 with lab control. Returned strips are acceptable with lab meters. Based on CAPA-20-006, r&d has established the root cause for customer care returns. No further investigation required. Product evaluation has been completed root cause: rc-079- the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.